Event description:
Nxstage rfp404 hemodialysis bag noted to have a whole in the back of the bag causing fluid to leak. Dose or amount: 5000 ml millilitre(s). Therapy start date: (B)(6) 2019. Diagnosis or reason for use: hemodialysis.